Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the perforation outcome was unknown. The reporter considered oophorectomy and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc (product technical complaint). Oophorectomy added as an event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('tubo-ovarian abscess'), uterine perforation ('perforation / migration') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain, back pain, abdominal pain, ovarian cyst, fatigue, depression, hypertension, hidradenitis, uterine bleeding, alopecia, abscess, eczema, diarrhea, rash, shoulder pain and diabetes mellitus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with levonorgestrel (mirena) and surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the tubo-ovarian abscess, uterine perforation, pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered oophorectomy, pelvic pain, tubo-ovarian abscess, uterine haemorrhage and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received reporter information and lot no was added medical history was added. Event perforation nos updated to uterine perforation. New event added: pelvic pain, tubo- ovarian abscess and uterine hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('tubo-ovarian abscess'), uterine perforation ('perforation / migration') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain, back pain, abdominal pain, ovarian cyst, fatigue, depression, hypertension, hidradenitis, uterine bleeding, alopecia, abscess, eczema, diarrhea, rash, shoulder pain and diabetes mellitus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with levonorgestrel (mirena) and surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the tubo-ovarian abscess, uterine perforation, pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered oophorectomy, pelvic pain, tubo-ovarian abscess, uterine haemorrhage and uterine perforation to be related to essure. Lot number: 915882, manufacture date: 2011-10, expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.